Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon attempted to implant the long stem. There was a drop in the patients blood pressure. The blood pressure dropped too low temporarily. After recovering the patients blood pressure to normal they continued with the procedure.

Manufacturer narrative:
An event regarding a patients' drop in blood pressure involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for analysis. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all twin packs were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced.. Conclusions: the exact cause of the event could not be determined due to insufficient information received. Further information such as operative report, full patient history as well as follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon attempted to implant the long stem. There was a drop in the patients blood pressure. The blood pressure dropped too low temporarily. After recovering the patients blood pressure to normal they continued with the procedure.